Event description:
On 11th january, 2022 getinge became aware of an issue with one of surgical lights - powerled. The handle ring was cracked and particles were missing. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Manufacturer narrative:
The correction of h4 maufacturing date deems required. This is based on the internal evaluation. Previous h4 maufacturing date: 2017-02-01. Corrected h4 maufacturing date: 2017-02-13. Getinge became aware of an issue with one of surgical lights - powerled. The handle ring was cracked and particles were missing. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination. According to the information provided by the service technician, the issue has been solved by replacement of defective part. It was established that when the event occurred, the surgical light did not meet its specification due to the reported defect, which contributed to the reportable situation. The device was not being used for the patient treatment upon the event occurrence. When reviewing similar reportable events for the same device type, we have been able to confirm that the investigated issue has never led to serious injury or worse, to our knowledge. Comparing the number of affected devices by the investigated issue to the install base, complaint ratio is low. A root cause analysis was performed by the manufacturer¿s subject matter experts and according to the analysis the light head pwd300 is conforming to the standard iec 60601-2-41 and therefore the light head handling cannot be the reason of this breakage in a normal use. An excessive tightening of the 3 screws of the interface assembly cannot lead to such a breakage neither. According to an investigation by the subject matter experts (sme) at the manufacturer, the recommended cleaning products involving a chemical reaction and thus the interface weakness is ruled out, which cannot be confirmed with prohibited products. Therefore, the most probable root cause of this breakage could be then a combination of chemical stress and excessive radial force applied on the handle. For that reason, based on satisfactory feedback from the field about a similar part on pwd500 the modification 180614 was engaged with the new supplier replacing the row material abs+pc by pa66. In february 2019 mechanical and chemical tests were performed to validate this change. An sme report mentions the conformity of these parts made in pa66. New parts in pa66 have been launched in production in may 2019 and all interfaces stamped with the date of 2019 or after belong to the latest version. Regarding this case the interface is prior 2019, hence belongs to the previous version (abspc). We believe that if the manufacturer recommendation would have been followed the reported situation would have been avoided.

Event description:
Manufacturer reference number (B)(4).